Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that a needle was contaminated with a black substance inside its packaging. To support the investigation, one sealed blister-packaged sample and a photograph were provided for evaluation by the quality team. A visual inspection revealed a dark-colored dust particle located between the top and bottom packaging layers. The photograph confirmed the condition observed in the returned sample. No additional defects or imperfections were identified. This issue may have occurred if the particle was not removed following maintenance or repair of the packaging equipment. A review of the device history record for material number 305195, lot 5202809, was completed. The review did not indicate any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections were performed in compliance with specification requirements. The sample will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported condition has been confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1 rb had foreign matter. The following information was provided by the initial reporter: material # 305195. Batch # 5202809. Verbatim: pharmacy technician found needle contaminate with black substance in packaging. 18g x1" needle. Lot 5202809, exp 07/31/2030.